Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was chosen for implant using a 14f amulet torqvue delivery sheath. After the procedure, patient became unstable in recovery requiring surgical intervention. No additional information provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.